Event description:
It was reported that the patients ipg had a difficulty communicating with the remote. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well post operatively. No device was removed or added.